Event description:
A report was received the during the trial procedure the insertion needle hit bone, slipped off the bone, and punctured the dura. The patient's symptom included a headache. The physician performed a blood patch and the patient was reportedly doing well.